Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.168.490s, lot: 4l94441, manufacturing site: grenchen, release to warehouse date: 11.june 2019, expiry date: 01.june 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary complaint is confirmed as we are able to confirm the complaint's description (crack) based on the received pictures. The product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Corrected data: manufacturer contact details corrected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been request. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for fracture (ao classification: garden) with fns in question. 3 weeks after the surgery, a subtrochanteric crack was shown in x-rays. There was no patient fall. The patient will be under no weight bearing and followed-up for 4 weeks. The attending doctor commented that something that could be seen as a crack or bony spur was in the subtrochanteric area initially, but the crack confirmed this time is a different thing. No further information is available. This complaint involves four (4) devices. This report is 3 of 4 for (B)(4).